Manufacturer narrative:
This report is submitted on august 5, 2022.

Event description:
Per the clinic, the patient is requiring MRI's for significant neuromuscular health issues. The device is for explantation in order for the implantation of an MRI to completely implant. The device was explanted on (B)(6) 2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on september 13, 2022.